Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-12313, related manufacturer reference number: 2017865-2020-12314. It was reported that the patient has deceased. There was no known allegation from a health care professional that suggests the death was related to the dual chamber pacing system. The cause of death was unknown. The system was explanted.